Event description:
The tlc-ii driver stopped pumping on the left side. The right side continued pumping without probelm. Low pressure alarm on the tlc-ii. The pt was switched to a backup tlc-ii driver. There was no pt injury.